Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4) event occurred in the united states. On (B)(6) 2024, reported that patient went hospital. The blood glucose was 636 mg/dl. Feeling sick/unwell, headache, tired/weak, extremity pain/cramps symptoms were reported at time of hospitalization. High levels of ketones were present in patients. Patient was treated with short and long-acting insulin syringes and intravenous fluids. Length of hospitalization was greater than 24 hours. No further information available.